Event description:
It was reported that during a recent appointment, diagnostics were performed. Normal mode diagnostics were with normal limits. Magnet diagnostics resulted in "error - standby data." It was reported that the physician does not believe that the magnet mode stimulation is being delivered as intended following a magnet swipe. It is unclear what is causing the reported error at this time. Good faith attempts to obtain add'l info have been unsuccessful to date.